Event description:
The customer reported that spo2 was reading 100% and the pt's o2 was titrated down to room air at which point she became cyantonic and was treated with an increased amount of o2. Istat and abg's were reading o2 sats in the 40's. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that spo2 was reading 100% and the pt's o2 was titrated down to room air at which point she became cyanotic and was treated with an increased amount of o2. Istat and abg's were reading o2 sats in the 40's. No pt harm was reported. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.